Event description:
The following was reported to hamilton medical ag: customer complaint was that the inspiratory port has too small of a diameter and the filter keeps slipping off. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).